Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site since implant. Per the physician the ipg was at a poor location for the patient. No falls or trauma reported. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned in a new ipg pocket to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.